Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2010. The user was alerted to the problem by a "low battery" warning, the red led status indicator being illuminated and an audible beep. On inspection of the pad device the pogo-pins were subjected to tests and fluctuations measured were considered to be sufficient to trigger the low battery warnings. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.